Manufacturer narrative:
As noted, the subject device remains implanted, and the serial number has not been traced. Transcatheter valve implantation inside a degenerated bioprosthetic valve (subject device) is a less-invasive alternative approach. No additional information was received regarding the mode of failure of the reported stenosis. Bioprosthetic heart valve stenosis can be to multiple factors such as calcification, degeneration, thrombus, host tissue overgrowth...etc it is likely that the patient's age and medical condition may have contributed to this event, in addition to intrinsic properties of bioprosthetic valves over time after implantation.

Event description:
It was learned that a (B)(6) female patient with an implanted bioprosthetic valve for 14 years, was diagnosed with severe aortic stenosis, and underwent implantation of an edwards transcatheter heart valve (thv), as a part of clinical trial. The thv valve was implanted inside the subject 14 year old bioprosthetic valve i.e valve in valve procedure (viv). Patient's aortic valve area was 0.79 cm2, peak velocity of 4.8 m/sec, and mean gradient of 62.5 mmhg. Also noted, mild central aortic insufficiency, and mild to moderate mitral regurgitation.